Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The customer reported that the image quality was not within the range of expectations, but the inspection of the system showed that it was working as specified. In order to meet the customer's requirements, the customer was instructed accordingly on site by application specialists. Some organ programs, which have an influence on the image quality, were optimized according to the customer's wishes. Additionally, the system has other organ programs which can be used at any time which meet worldwide requirements. The adequate handling of the system is described in detail in the user manual (IFU). The system has been checked on site by the local service organization and the customer has received additional training. The error has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis q floor system. The user reported bad image quality during an examination in which a patient suffered an arterial dissection. The dissection was repaired with a stent and there are no repercussions to the patients health. Siemens has requested additional information in order to conduct an investigation of the reported event.